Event description:
The customer reported via medwatch report: "pt had cardiac catheterization. A collagen plug was used after the procedure. The pt later experienced an alleged blood clot in the leg that was surgically removed. After an in-depth investigation and analysis of the alleged blood clot it was noted that the substance is part of the collagen seal. Pathology confirmed on 12/7/99."